Event description:
This is the second of two reports regarding the intracranial pressure/temperature monitoring kit (1104-bt) [same patient, similar problem]. This report is in regards to the second 1104-bt used. It was reported that the first initial catheter stopped measuring pressure. It had been functioning properly until the pt underwent a computed tomography (CT scan). The surgeon exchanged it with a second 1104bt but this catheter also stopped measuring pressure. The surgeon again replaced it with another 1104bt (third catheter) on the same day. The customer stated that the body position change might have caused these problems. There was no pt injury reported. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.